Manufacturer narrative:
Investigation summary: no customer samples and no photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes from the bd inventory were functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: 'the tube drew only half of the specified volume of blood due to a lack of negative pressure."